Event description:
A letter was received indicating the family members of patient are investigating the circumstances of an injury that the patient sustained during a tonsillectomy. During the procedure, the patient suffered a burn injury to the patient's right cheek adjacent to the patient's mouth. The scar left by this injury is permanent.